Manufacturer narrative:
The evaluation and repair of the device has not been completed. Covidien reference # (B)(4).

Event description:
It was reported by a customer in the USA that, an 840 ventilator had an erratic top display. Although requested, it is unknown if there was patient involvement.